Event description:
It was reported that the doctor found a rupture on the bottom of the valve during the operation.

Manufacturer narrative:
The valve was patent. The valve did not pass leak testing due to a tear on the bottom of the valve. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.